Event description:
Overdelivery reported. The pump was reportedly programmed to infuse morphine 5mg/ml at unspecified settings. A nurse reported that "the vial emptied sooner than expected." Preliminary hosp investigation indicates user error with the concentration set at 1 mg/ml instead of the 5 mg/ml that was in use. The pt "had a co-existing do not resuscitate order and was not expected to live on admission." The reporter states that "the attending physician does not feel the morphine delivery contributed to the pt death" as the pt was terminal and death was imminent. Add'l info was requested, however, the hosp contact indicated that since they do not believe the device malfunctioned at this time, they are hesitant to provide confidential info.